Event description:
A report was received states that the inflation line of the endotracheal tube became torn while in situ. There was no report of incident related to medical sequelae.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During visual examination it was noted that the inflation line was torn approximately 43mm distal to the tracheal tube, there were indentations in the tube at the tear. Microscopic examination of the tear revealed the tube appeared stretched. The damage to the line is consistent with a tapping or pinching. We were unable to determine when or how the device became damaged.